Event description:
Situation: unintended retained surgical item. Background: patient presented for penile plication on [redacted date]. Surgery was performed under general anesthesia and there were no noted complications. The patient recovered in pacu [post anesthesia recovery unit] and was discharged home the same day. Later that day, the patient called the surgeon¿s office with complaints of severe throat pain with eating and drinking. The patient was instructed to buy over the counter chloraseptic throat spray for relief and to use tylenol and motrin for pain. The office also notified anesthesia. The patient continued to complain the following day with similar symptoms and his pcp [primary care provider] ordered prednisone. Anesthesia reached out to the patient as well on [date redacted] and advised visiting the ed [emergency department] or pmd [primary medical doctor] with any ongoing symptoms not relieved with the current regimen. On [date redacted] - 4 days after the surgery, the patient presented to a walk-in clinic with additional complaints of weight loss, inability to eat, increased clear secretions and on-going throat discomfort. They were evaluated with no significant findings. The clinic recommended further follow up with ed or surgery/anesthesia. On [date redacted] - 5 days after surgery, the patient presented to the head and neck clinic for evaluation. Here a flexible laryngoscopy was performed that identified a clear plastic foreign body wedged in the post-cricoid region. The patient was promptly scheduled for a direct laryngoscopy in the or under general anesthesia for removal of the foreign body that afternoon. The plastic piece, which is believed to be the backing of an EKG [electrocardiogram] lead sticker, was removed and sent to pathology for gross only evaluation. The patient tolerated the procedure well and was discharged home the same day. The event was discussed with the patient and second victim support is being assessed. Assessment: a brief review of this event revealed an inadvertent introduction of a foreign item into the patient¿s airway that went unnoticed. Recommendation: this event is being classified as an sse [serious safety event] 5, a serious safety event, gaps that reached our patient, resulting in moderate temporary harm as the patient required a return to the or for removal. This also meets joint commission and state reporting under nqf [national quality forum] 1d, unintended retention of a foreign object in a patient after surgery or other invasive procedure. We are including legal, patient relations and regulatory on this communication for awareness and follow up if needed. We are also requesting that the charges for the additional surgical procedure be reviewed. As an immediate mitigation this story will be shared with our anesthesia department for situational awareness of this risk and event. We will review the possibility of changing our leads to leads that have a non-clear backing, with better visualization. We recommend an industry change for backing of EKG leads to avoid transparent backing. ¿this is a privileged and confidential patient safety work product as provided by the federal patient safety quality improvement act of 2005.? Do not disclose without authorization.¿